Event description:
Ordered fasciablaster and ran this device as directed across face in desire to slim and tone my skin. Also used on my stomach region and torso/ and a little along extremities. Used 2-5 times over course of about 3 weeks. I noticed eyelid drooping, aging of my face - skin loosening that I never had before. Also have had significant weight gain (about 8lbs) after use in short time frame and it continues to worsen - weight accumulating on belly (central obesity). Extreme fatigue occurred a few days immediately after use of device (had to stay in bed most of day) as well as diarrhea.